Manufacturer narrative:
(B)(4). After further investigation, it was determined the homechoice device (sn (B)(4)) is no longer a suspect product in the event as its use was discontinued in the month prior to the patient's death. The serial number of the homechoice device that the patient was using while hospitalized could not be determined; therefore a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized prior to death. It was reported during hospitalization pd therapy was discontinued and hemodialysis was started (for 2 weeks), then pd therapy was restarted. The cause of death was not reported. It was reported the patient was not on the hc device at the time of death and pd therapy was stopped several hours prior to the coding event. It was reported an autopsy was performed but the facility will not provide autopsy results to baxter. Additional information was requested, but is not available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.. This report references the same patient as cmplnt-(B)(4).

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 2003. The device was returned and an evaluation was performed to investigate the reported death. A review of the device and service history records was performed and revealed no failures or problems that were the same as or similar to the reported event. The device was determined to meet electrical performance specification requirements but failed functional testing. The device specifically failed an accuracy test due to deteriorated piston foam. Once made operational, the device passed temperature verification and accuracy testing. A simulated therapy was completed with no issues noted. The event history log was reviewed and revealed no failures, malfunctions, or increased intraperitoneal (iipv) events that could have caused or contributed to the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, no malfunctions, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.